Event description:
This senior medical surveillance specialist reviewed information the reporter/layperson (patient/layperson's wife) gave to the customer care advocate 01/29/2010. On 02/17/2010, this specialist spoke with the patient. The following information was reported by both individuals. The reporter called for assistance in operating the patient's new onetouch ultra2 meter he obtained (B) (6) 2010. The meter apparently was set to the (B) (4) language. The reporter was uncertain whether she accidentally set it in the wrong language or if the patient set it since he was the first to attempt to use the meter. The patient had tried to use the meter for the first time at noon on (B) (6) 2010, becoming "frustrated" when he apparently did not know how to set or use it. Unable to test, the patient allegedly felt sweaty one hour later at 1:00 pm. The patient informed this specialist that he drank orange juice to feel better. Around 3:00 pm, according to the reporter, the patient "was feeling out of the ordinary" and took two 500 mg metformin tablets rather than the usual one tablet. The cca assisted the reporter in setting up the meter and testing successfully. Because the patient reportedly became sweaty, a symptom that can be associated with hypoglycemia, when unable to determine how to test, the complaint is reported.